Event description:
It was reported that the bd needle sftygld 25x5/8 rb experienced foreign matter. The following information was provided by the initial reporter: the needle in the lp tray appeared to have rust on it.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bdneedle spinal bns 20ga 3-1/2in quincke experienced foreign matter. The following information was provided by the initial reporter: the needle in the lp tray appeared to have rust on it.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bdneedle spinal bns 20ga 3-1/2in quincke experienced foreign matter. The following information was provided by the initial reporter: the needle in the lp tray appeared to have rust on it. Medical device brand name: needle spinal bns 20ga 3-1/2in quincke : medical device manufacturer: bd caribe ltd. Medical device catalog #: 400498. Medical device lot #: 2291554. Medical device expiration date: 30-sep-2027. Manufacturing location: bd caribe ltd.. Device manufacture date: 18-oct-2022.

Manufacturer narrative:
H6: investigation summary: one sample received by our quality team for investigation. Through visual inspection, foreign matter was observed on the stylet. Foreign matter was identified as rust. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bdneedle spinal bns 20ga 3-1/2in quincke experienced foreign matter. The following information was provided by the initial reporter: the needle in the lp tray appeared to have rust on it.

Manufacturer narrative:
H6: investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that sample and photos provided are not manufactured in the canaan manufacturing plant. Since no actual samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb experienced foreign matter. The following information was provided by the initial reporter: the needle in the lp tray appeared to have rust on it.